Event description:
It was reported that the sheath could not be properly aspirated or irrigated and the patient experienced ventricular fibrillation, air embolism, and st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced ventricular fibrillation, air embolism, and st segment elevation. After the transseptal puncture the sheath was inserted into the patient, and then a non-boston scientific mapping catheter was inserted into the sheath for pre-mapping. While attempting to flush and aspirate the sheath it was not functioning properly in its hemostatic capabilities. Irrigation would temporarily stop when aspirating and flushing. The sheath was promptly exchanged for a second faradrive sheath. After pre-mapping was completed using the second faradrive air was noticed in the aorta on intracardiac echocardiography (ice) and fluoroscopy. A call was made for interventional cardiologists and electrophysiology surgeons to assist with the complication. The patient went into ventricular fibrillation and was cardioverted, and afterwards an st segment elevation was observed on the 12 lead. The procedure was cancelled, and the patient was hospitalized. It is unclear what specific medical interventions were performed by the interventional cardiologists, though the patient was intubated at some point. The patient was stable at the time he/she left the lab, then was extubated and able to follow commands two days after the procedure. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed, causing irrigation issues during testing. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results. Ventricular fibrillation is considered within the risk threshold of arrythmia, and air embolism and st segment elevation are considered within the risk threshold of embolism. Arrythmia (new or exacerbated) and embolism are potential procedural complications addressed within the faradrive instructions for use (IFU).

Event description:
It was reported that the sheath could not be properly aspirated or irrigated and the patient experienced ventricular fibrillation, air embolism, and st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced ventricular fibrillation, air embolism, and st segment elevation. After the transseptal puncture the sheath was inserted into the patient, and then a non-boston scientific mapping catheter was inserted into the sheath for pre-mapping. While attempting to flush and aspirate the sheath it was not functioning properly in its hemostatic capabilities. Irrigation would temporarily stop when aspirating and flushing. The sheath was promptly exchanged for a second faradrive sheath. After pre-mapping was completed using the second faradrive air was noticed in the aorta on intracardiac echocardiography (ice) and fluoroscopy. A call was made for interventional cardiologists and electrophysiology surgeons to assist with the complication. The patient went into ventricular fibrillation and was cardioverted, and afterwards an st segment elevation was observed on the 12 lead. The procedure was cancelled, and the patient was hospitalized. It is unclear what specific medical interventions were performed by the interventional cardiologists, though the patient was intubated at some point. The patient was stable at the time he/she left the lab, then was extubated and able to follow commands two days after the procedure. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.